Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation result: event cause analysis description mentioned by doctor: after inspection, it was found that the data cable of the root measuring instrument was soldered multiple times, resulting in an increase in resistance and causing significant data errors. Replace the data cable and it can be used normally. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Failure mode: incorrect measurement (apex locator) root cause: customer misuse/abuse customer misuse/abuse --> after inspection, it was found that the data cable of the root measuring instrument was soldered multiple times, resulting in an increase in resistance and causing significant data errors. Replace the data cable and it can be used normally conclusion code: abnormal use.